Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the sales representative reported when the unit was placed into firing mode the blade jerked but never fired however the screen on the handle indicated that it had fired. Another handle with a new reload and shell were used to complete the case. There was no patient injury.